Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum fill message after filling the cartridge with insulin during the load process with multiple attempts. There was no reported impact to the customer's blood glucose level. Reportedly, the customer does not recall the amount of insulin loaded into the cartridge due to using non-tandem syringes.